Event description:
A 38-yr-old male presented with chf. Stress thallium and cardiac cath revealed a combination of infarction and ischemia with two vessel disease. The pt underwent an angioplasty and atherectomy on 11/14/95. After the atherectomy was completed and as the guide wire was removed, it was noticed that there was a wire tip fracture with retention of the guide wire tip in the distal vessel. The wire tip was retrieved. However, after the retrieval it was noted that tamponade was present. The pt was taken to emergency open heart surgery to repair the vessel. Examination of the fractured end of the core wire showed a torsional failure of the core. The fracture morphology was ductile. Failure of the core wire was caused by a torsional overload.